Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high ventricular pacing threshold. The patient underwent a holter monitor where a five second period of asystole was observed. The patient was seen for a revision procedure where the lead was capped and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.